Manufacturer narrative:
In the returned state, the lead was cut through 13 cm distal of the is-1 connector pin. A proximal and a distal fragment were available for analysis; 4 cm of the lead body were missing in-between. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead body. In particular 10 cm and 12 cm proximal of the tip electrode, the insulation was damaged by fraying. This damage manifestation is with high probability the cause for the interference signals in the rv channel, which led to the vf detection, as was reported in the complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the region of the tricuspid valve. Significant movement of the lead should be considered as cause. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 48 months, oversensing was reported. During the revision, the lead was cut off for extraction. The fragments were returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.